Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm was unable to deliver insulin. The following information was provided by the initial reporter: a hospitalized patient reported about one product in which the drug solution did not come out.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm was unable to deliver insulin. The following information was provided by the initial reporter: a hospitalized patient reported about one product in which the drug solution did not come out.